Event description:
The following was reported to hamilton medical ag: tightness test failed. No patient involvement.

Manufacturer narrative:
Replace the driver board, the problem solved. Hamilton medical ag case number is: (B)(4).